Event description:
It was reported that during a pci treatment procedure, a portion of hydrophilic coating came off the v18 guide wire when it was being removed from the pt. The coating embolized to a terminal branch of the right pulmonary artery and was not retrieved.

Event description:
It was further reported that the pt was asymptomatic during this event. The v18 guide wire was being used to place a right transhepatis dialysis catheter. The coating was noted to have come off of the diatal tip of the guide wire in the pt's hepatic artery. Pt status is reported as "fine"